Event description:
It was reported that feed leaked from the patient's right nostril. A small tear was noted in the feeding tube, just inside the right nostril. There were no medical complications and no medical intervention required.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned for evaluation. There was dark discoloration of the tubing between the 35cm and 50cm depth markers. Discoloration is also present, but somewhat lighter, continuing down to the distal end. A tear was observed at the 55cm depth marker. The tubing does not appear deformed or "ballooned". Attempt was made to flush water through the tubing, at the split. Complete resistance was encountered. The tubing was pinched at various locations to assess for possible occlusion. At the 34cm depth marker, the tubing felt firm. The tubing was cut at that location. Complete occlusion from a dried, brown substance was observed. A root cause has not been established. All information reasonably known as of 18 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).